Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin.

Event description:
It was reported that the contact inadvertently delivered 9 u of insulin into the customer's body after completing fill tubing while the customer was attached at the site. The customer's blood glucose level dropped to 40 mg/dl and was treated with juice and fruit.